Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 227 mg/dl and a sensor glucose level of 90 mg/dl. The customer stated that the threshold suspend limit was set at 70 mg/dl. The insulin pump was not replaced or returned for analysis.